Event description:
It was reported to boston scientific corporation that on (B)(6), 2008, the patient was implanted with a boston scientific corporation "transvaginal mesh patch" (specifics of device unknown). According to the complainant, the patient experienced complications (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.